Manufacturer narrative:
The complainant returned the device for evaluation. After several flow and mechanical tests, mmdg was unable to duplicate the complaint, which remains unconfirmed. This MDR is being submitted because the reported overrun event involved a pediatric patient.

Event description:
The initial reporter stated: "we have had one report from nurses where one of these pumps . . . Reportedly continued feeding when there was no food left. There was no dried milk covering the sensors or any other visible cause. [The technician who tested the unit] said when testing the unit he could not reproduce the issue with formula. Unsure if when the nurse reported the issue what was being fed. Possibly was breast milk which could of had a different outcome." No further information was provided, and no injury to a patient was reported. [(B)(4)].